Event description:
It was reported that the arctic sun device failing calibration for low flow. A functional check showed that the circulation pump was unable to generate more than -2.0 psi with a circulation pump command (cpc) was 100 percentage. Stated they would ship a loaner out and cover this repair under warranty as the warranty expired 5 days ago and the device had 450 system hours on it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failing calibration for low flow. A functional check showed that the circulation pump was unable to generate more than -2.0 psi with a circulation pump command (cpc) was 100 percentage. Stated they would ship a loaner out and cover this repair under warranty as the warranty expired 5 days ago and the device had 450 system hours on it. Per follow up information received on (B)(6) 2024, it was reported that the sample received. No patient involved at the time of the malfunction. No further information available. Follow ups complete.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. No root cause determination is necessary as no problem was stated or found during the device evaluation. The arctic sun stat passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The reported event is unconfirmed; a labeling/packaging review and DHR review are not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.